Event description:
It was reported that pump touchscreen was frozen and did not respond to inputs, and customer was unable to interact with pump screen even though screen was not cracked or shattered. There was no adverse impact to the customer¿s blood glucose level. Customer performed pump reset with guidance from technical support, pump functioned properly after reset, and technical support planned follow-up call to confirm continued normal operation.